Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device log indicated that the device was ventilating in pediatric mode as the patient was connected to the ventilator while the start menu was active. The user needs to select an appropriate mode, reconfigure the device and perform operational test. The device passed all testing successfully, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.